Event description:
Medtronic received information that 7 years and 4 months post implant of this 33mm mitral bioprosthetic valve, it was explanted and replaced with a 33mm mitral bioprosthetic valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a.4: patient weight b.1: adv evnt/prod prob: b.2: outcome attributed to adverse event b.5: event description b.7: relevant history h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the reason for replacement as leaflet flail with severe tricuspid regurgitation. It was also reported that the patient presented to the emergency department with dyspnea, cough, and fever. A computed tomography angiography (cta) was performed and discovered occlusive thrombus in the right lower lobe. Medication was administered. No additional adverse patient effects were reported.